Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to unknown reason. Metal head and liner were revised. Update rec'd 09/23/2016 - litigation papers received. Litigation alleges patient was revised to address pain. The MDR decision is being changed to MDR yes.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Updates: patient.

Event description:
Update 03/06/2017 ((B)(4)) medical records received. Alleges pain in right hip, leg, and back, as well as elevated metal ions, limited mobility. Revising surgeon indicated revision for pain, dysfunction and pseudotumor formation. In procedure note, encountered an effusion under pressure when entering hip. There was heterotopic ossification present in the posterior capsule. Pseudotumor excised from around proximal femur and acetabular shell. There was no evidence of implant loosening noted. Pseudotumor and poor joint mechanics: other; (heterotropic ossification) added to complaint. There is no new information that affects the existing MDR decision.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/06/2017 ((B)(4)) medical records received. There is no new information that affects the existing MDR decision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.